Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that it was not doing what it used to. The patient was having kidney problems, bladder incontinence, leakage, and retention. The patient stated when they go to urinate they leak real bad and they go through a pad in 3 hours or so. The patient stated in (B)(6) they moved from one setting to another and was on program 3. The patient had moved settings twice with a representative¿s help since then. They moved from 1.6 to 1.9, to 2.1 volts. The patient stated they moved it on (B)(6). The patient noted an appointment for (B)(6) with their doctor for general observation and wanted to arrange to meet their representative on the same day as they needed to be adjusted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the retention as unknown. It was also unknown what was done to resolve the retention, incontinence, and kidney problems.